Event description:
It was reported by the patient that the patient was experiencing dizzy spells. The patient also reported that their right ventricular (rv) lead was fractured. The patient noted that their physician is unsure why the patient is dizzy and no pertinent heart rhythm has been detected. Additional information was attempted to be obtained from the physician, however it is not available. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 implantable pulse generator (ipg), (B)(6) 2011. (B)(4).